Manufacturer narrative:
Evaluation of the transmitter confirmed the permanent out of range signal. A receiver ((B)(4), MFR date: 08/20/2013) was also returned for evaluation and there was no issue detected.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4).